Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 was continues to fail and report showed read, write and invalid cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, customer complaint was auxiliary 3.2 fails periodically but no error was found when arrived. A field service engineer proactively reseated the row board connection at 392, also tightened latch mount and adjusted emergency release. The fse ran hardware test application gets passed. The system functioned as intended after the field service engineer investigated the issue.